Event description:
Purchased amo complete moisture plus no rub. I began using it on approx 2007. Within 5 days my eyes became itchy. At first, I assumed it was all the smoke in the air from the fires in san diego. On six days later, I noticed sunlight was really bothering my eyes. The next day, my left eyelid became extremely inflamed and my right eyelid was slightly swollen. I took out my contacts and rewashed them, but my eyes felt like I had something in them -besides my contacts-. One day later, I threw away my contacts and replaced them. By that night my eyelids were so swollen and itchy, I could barely stand it. Then I decided to look up on the internet if anyone had reported an allergic reaction to this product. Since, it was the only new item -same cosmetics, etc. - I concluded it had to have something to do with the solution. There I found out the product had been recalled in may 2007. Somehow the store I had purchased it from had missed this bottle. I contacted an eye dr the following day, and he said I had a mild form of keratitis. Dose or amount: couple of tablespoons, frequency: daily, route: ophthalmic. Dates of use: 2007. Diagnosis or reason for use: contact multi purpose cleaning solution. Event abated after use stopped or dose reduced: yes.